Manufacturer narrative:
Block b3: exact date unknown, event a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned due to discomfort. The ipg remains implanted and patient was doing well postoperatively.